Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became hot to touch while in the customer's pocket. Blood glucose (bg) was not known for this event. Customer also reported a low bg (value not provided) and pump low bg reminder did not alert. Customer declined tandem technical support's offer to follow up.